Event description:
It was reported that prior to a percutaneous coronary intervention stent damage was observed. While unpacking the 5.00mm x 20mm veriflex stent delivery system they discovered that towards the end of the stent where the purple tip is located a wiring mesh was entwined and a raise in the wire. There was no patient involved and the procedure was completed with another of same device.

Manufacturer narrative:
Device evaluated by MFR.: the inner packaging pouch was not received. There was a stopcock attached to the hub of the catheter. There was no visible blood or contrast on the device. The stent was secure between the markerbands on the tightly folded balloon; however, there were several damaged struts in the first three (3) proximal rows of stent struts. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention stent damage was observed. While unpacking the 5.00mm x 20mm veriflex stent delivery system they discovered that towards the end of the stent where the purple tip is located a wiring mesh was entwined and a raise in the wire. There was no patient involved and the procedure was completed with another of same device.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).